Event description:
Bouwens van der vlis tam, van de veerdonk m, ackermans l, et al. Surgical and hardware-related adverse events of deep brain stimulation: a ten-year single-center experience. Neuromodulation. 2022;25(2):296-304.10.1016/j.neurom.2021.12.011. Patients undergoing dbs-related procedures between january 2011 and july 2020 were retrospectively analyzed to inventory aes. The mean follow-up time was 43 ± 31 months. Univariate logistic regression analysis was used to assess the predictive value of selected demographic and clinical variables. Reported events:  1 patient experienced surgical site infection. It was not possible to ascertain specific device information from the article or to match the reported event with any previously reported event.

Manufacturer narrative:
The device was used for an off label indication; if information is provided in the future, a supplemental report will be issued.